Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up the left ventricular (lv) lead reported to have loss of capture (loc) due to a micro-dislodgement. The device was reprogrammed. The lead remains implanted and in service. No adverse patient effects were reported.